Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit was monitored for one day and no weak battery alarms or warm battery noted. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. The electronic assemblies was inspected and no anomalies noted. Unit received with the battery indicator functioning properly. Unit received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as nausea. The customer treated with pens. Customer's current blood glucose value was in range and the blood glucose was 500+ mg/dl at the time of incident. Troubleshooting was performed. The customer went to hospital. The blood glucose value when admitted to hospital was over 500 mg/dl. The customer complained about hyperglycemia and battery on pump going out. The customer wearing the pump at time of hospitalization. The product was returned for analysis.